Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the patient presented to the emergency room showing signs of withdrawal. The pump was interrogated and a motor stall was confirmed by the hcp. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was noted that the patient was stabilized with oral medication and was alive with no injury at the time of this report. The issue was unresolved and replacement surgery was scheduled for (B)(6) 2018. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was receiving morphine (50 mg/ml at 17 mg/day) via an implantable infusion pump. It was reported that the catheter was found to patent and the hcp was able to aspirate. The cause of the motor stall was unknown but it was noted that the patient's drug dose was very high. It was reported that the pump was replaced on (B)(6) 2018 and would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified residue and wearing in the motor gear train. If information is provided in the future, a supplemental report will be issued.